Manufacturer narrative:
The company rep corrected problem by installing the software on the vseries monitor for the customer. The system was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
The customer reported vseries software stopped working. No pt injury was reported.